Event description:
It was reported that a spectrum pump had a "stuck" #2 key. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function, interfering with the mdl drug search and resulting in an additional #1 key entry following each key press. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.